Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. Kne-persona-bearings-unk lot#: unk. Kne-persona-femorals-unk lot#: unk. Kne-persona-tibial trays-unk lot#: unk. Kne-persona-tibial stem lot#: unk.

Event description:
It was reported the patient underwent a knee revision procedure due to infection. No additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional associated products: kne-persona bearings lot# unk 42504606602 persona femur cemented standard right size 9 lot# 65579097 42542007902 persona tibia fixed cemented right size g lot# 64960966 42560613515 persona stem ext 6mm offset splined 15 mm dia 135mm lot# 64963356 42556806605 persona femoral posterior augment cemented size 9,5mm lot# 64997337.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Suggested code (annex g)- mechanical (g04) - stem. No product was returned, visual and dimensional evaluations could not be performed. Picture in the initial complaint shows the two of explanted stem extenders that have -debris attached. No further information was able to be obtained from this. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint cannot be confirmed. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.